Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported generator recognition issue was confirmed. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The tip thermocouple displayed incorrect temperature readings during temperature testing and the temperature reading decreased with exposure to heat, consistent with the reported event. Further investigation revealed that the red and black tip thermocouple wires were soldered to the opposite pins in the 19-pin connector. The condition of the miswired tip thermocouple wires was determined to be consistent with a soldering issue during manufacturing. Abbott is continuing to monitor this issue.

Event description:
During a supraventricular tachycardia procedure, there were communication issues with the catheter resulting in a delay to the procedure. The catheter was prepped and flushed to standard before being introduced into the patient. When connecting the catheter to the tactisys, the generator did not recognize that an ablation catheter had been plugged in. The tactisys and the yellow/green rf cable were both replaced but the generator still did not recognize that there was a catheter in the patient. The catheter was replaced and the new catheter was recognized by the generator resolving the issue. The procedure was completed successfully with no adverse consequences to the patient.